Event description:
Customer stated that they received an error on their meter. They did not remember the type of error, but they indicated that they6 had received a reading of 347mg/dl and called an ambulance. When the ambulance arrived, they received a reading of 47mg/dl. A review of the system was attempted but the custoer did not have the necessary testing supplies. Supplies were sent to the customer to complete the review but the patient indicated that they did not have time to complete the testing.